Event description:
Customer called to report a hospitalization due to high blood glucose. The blood glucose reading at the time of the event was over 600 mg/dl. Customer was vomiting. Diagnosed diabetic ketoacidosis. Hospital treated with IV saline, potassium and insulin. During the change of the set, the cannula was bent. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.